Manufacturer narrative:
H6: the reported fast-fix 360 reversed curve needle delivery system, intended for use in treatment, will not be returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, t2 would not deploy. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: bending of the delivery needle. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a meniscal repair, the surgeon noted that t2 did not feel like it deployed upon advancement of the pusher, the inserter was retrieved and it was found that the second anchor (t2) did not deployed, they had to pull out the anchor with t1 and replace it with a back up device. It is unknown if a delay was caused due to the device malfunction. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.